Event description:
The pt experienced left vocal cord paralysis and horner's syndrome. The pt's neurologist indicated that the vocal cord paralysis is only observed during device stimulation. It was further reported that the pt's voice is not effected. The pt also has very slight drooping of the left side of the pt's face and their left pupil is smaller than the right one. The device was deactivated as requested by the pt's ent. Further follow-up revealed that there were no problems during the implant surgery that may have contributed to the events.